Manufacturer narrative:
A sample device was not received for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A theatre manager reported that during an intraocular lens (iol) implant procedure, the lens jammed in the injector. Force was used to progress the lens and it ejected with speed. The capsular bag was ruptured and required a vitrectomy. Additional information was requested, but not received.

Manufacturer narrative:
The inserter device was returned but the lens was not. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No abnormalities observed. The nozzle tip is slightly dented due to how it was returned wrapped in the plastic bag. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Viscoelastic was not provided. The root cause could not be determined for the reported event. The plunger was not stuck upon return. It is unknown if the lens and plunger were in appropriate positions for advancement. It is unknown if the qualified viscoelastic was used. (B)(4).

Event description:
In a note received from the reporter, it was indicated that the plunger jammed then deployed with speed. The plunger punctured the capsule resulting in vitrectomy.